Event description:
The customer reported feeling a shock while testing the device. There was no report that the user was negatively impacted or required any treatment.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.